Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implantable pump. The indication for use was spinal pain indications. The patient reported that that they are having trouble connecting to their pump, and it's been going on for a while but now it's getting worse. It would connect to the pump up to 90% and then it will freeze. The patient stated now it will not let them connect and they would like a bolus. The patient stated they've tried wiping a lightly damp cloth on the blue side of the communicator because they thought the communicator may be dirty and what was causing their telemetry delay. The patient confirmed they have not wiped the cloth on the edges, white side, or charging port of the communicator. The agent assisted the patient in clearing data. The patient requested a bolus and reopened the myptm app and connected again on their own. The patient stated both times connecting to the pump were much faster. After bolusing the patient confirmed a 3 hour and 46 minute lockout.

Manufacturer narrative:
Correction to patient's date of birth. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.